Manufacturer narrative:
Prismaflex hf20 set has been temporarily approved for use in the us under emergency use authorization eua201769 to provide continuous renal replacement therapy (crrt) to treat low weight (8 kg to 20 kg) and low blood volume patients or patients who have acute renal failure, fluid overload, or both, and who cannot tolerate a larger extracorporeal circuit volume in an acute care environment during the coronavirus disease 2019 (covid-19) pandemic. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the provided photographic samples did not show any defect. Due to the nature of the provided samples, no further testing could be performed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an external fluid leak was observed originating at the connection between the venous line clamp and the blue connector of a prismaflex hf20 set during prime. When the extracorporeal system was recirculating (patient was not connected), air was observed entering the extracorporeal system. The lines and connections were checked and there were no open lines. The venous chamber was filled to the permitted level and was lowered in seconds and the chamber was filled with air. The leak was observed at the connection between the venous line clamp and the blue connector. The port of the extracorporeal system was noted to be broken. The set was replaced. There was no patient involvement. No additional information is available.